Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6) it was reported by the customer during a call with the emergency support program that the cardiosave intra aortic balloon pump iabp fiber optic sensor failure alarmed. The customer reports removing the fo sensor cable in response to the alarm after which the transduced arterial pressure displays a waveform with no numerical values. The customer attempts initial troubleshooting prior to contacting the clinical support line by switching to a different pump however the arterial waveform is flat with no numeric values. Esp guide the customer through aspirating and flushing the inner lumen which does not improve the ap waveform. Esp walk the customer through troubleshooting the transducer setup using a new cable and ensuring all connections are properly secured. There is no change in ap waveform. Esp recommend replacing the transducer setup entirely. The customer confirms the pressure values and waveforms are now restored and appropriate following this intervention. The bedside team agrees to secure coil and label the fo cable with do not use and return the catheter to us when no longer needed.

Event description:
It was reported by the customer during a call with the emergency support program that the cardiosave intra aortic balloon pump iabp fiber optic sensor failure alarmed. The customer reports removing the fo sensor cable in response to the alarm after which the transduced arterial pressure displays a waveform with no numerical values. The customer attempts initial troubleshooting prior to contacting the clinical support line by switching to a different pump however the arterial waveform is flat with no numeric values. Esp guide the customer through aspirating and flushing the inner lumen which does not improve the ap waveform. Esp walk the customer through troubleshooting the transducer setup using a new cable and ensuring all connections are properly secured. There is no change in ap waveform. Esp recommend replacing the transducer setup entirely. The customer confirms the pressure values and waveforms are now restored and appropriate following this intervention. The bedside team agrees to secure coil and label the fo cable with do not use and return the catheter to us when no longer needed.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report (B)(4). In your database.

Event description:
N/a